Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
This MDR is the second of 3 related mdrs and addresses the lot#: 1295521 event. It was reported that 6 bd 5ml syringe luer-lok ¿ tip had cracked plunger rods. The following information was provided by the initial reporter : the customer reported syringes with cracked plunger rods.

Event description:
This MDR is the second of 3 related mdrs and addresses the lot # 1295521 event. It was reported that 6 bd 5ml syringe luer-lok ¿ tip had cracked plunger rods. The following information was provided by the initial reporter : the customer reported syringes with cracked plunger rods.

Manufacturer narrative:
H6: investigation summary our quality engineer inspected the 10 samples and one photograph submitted for evaluation. The reported issue of plunger rod broken / damaged was confirmed upon inspection of the samples. Five loose samples from batch 1295521 have broken plunger rods on three of the syringes and two have cracked gate block within acceptable limits from the roof of the barrel up to the barrel tip. The image shows 2 plunger rods inside the barrels with both plunger rods cracked in two places from an unknown batch #. Bd determined that the potential root cause for the cracked plunger rod defect is associated with the assembly process. H3 other text : see h10.